Event description:
A customer reported an unexpected negative antibody screen.

Manufacturer narrative:
No specific root cause or defect was identified. There is no specific action that users are expected to take to mitigate the reported device failure/malfunction. Immucor will continue to track and trend performance and operational issues such as described in this report. No samples or reagents were returned to immucor and no additional information was provided by the customer that would allow for further investigation.